Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator went into backup mode. Technical services stated that it was due to too many commands being given from most likely the transmitter. The device was successfully restored. The patient was stable.